Event description:
It was reported that during a congestive heart failure case, upon a sheath exchange, the guide wire separated and had to be retrieved with a snare device. No pt effects were reported.